Event description:
It was reported by the patient and patient representative that the patient received a stent approximately eight weeks ago and seemed to be doing fine afterward. However, the patient was playing pickleball and experienced episodes of passing out. The patient further indicated that their heart was going into flutter and they received shocks. The patient stated they were checked in-clinic and advised they "still had a vessel that had damage, but there wasn't." Finally, the patient indicated that they were told that they "need some settings changed potentially in the ICD". The implantable cardioverter defibrillator (ICD) remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
D10 continued: 507652 lead implanted: on (B)(6) 2022. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.